Event description:
It was reported that during a video laparoscopic cholecystectomy procedure, after firing when surgeon released the trigger, the jaws were blocked. So surgeon had to cut a little part of the tissue and the applied a new clip on the liver tissue. Customer reports that two device are returning to evaluation. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.